Event description:
It was reported that the right ventricular (rv) lead had high thresholds. The lead could not be repositioned due to a non-functioning screw mechanism. A new rv lead was advanced but the helix mechanism was not functioning so it was not implanted. The atrial lead was damaged during the implant attempt. The left ventricle (lv) lead was noted to have insulation damage. It was unknown if the cause of the lv damage was pre-existing insulation failure or damage that occurred during rv lead revision. The atrial, rv and lv leads were removed and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds. The lead could not be repositioned due to a non-functioning screw mechanism. A new rv lead was advanced but the helix mechanism was not functioning, so it was not implanted. The atrial lead was damaged during the implant attempt. The left ventricle (lv) lead was noted to have insulation damage. It was unknown if the cause of the lv damage was pre-existing insulation failure or damage the occurred during rv lead revision. The atrial, rv and lv leads were removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected event type code to injury. Evaluation summary: (B)(4) helix disengaged from helical channel; full lead was returned for analysis. The outer insulation was breached/cut. The helix will not extend due to being over-retracted. There was blood on the distal conductor and on helix mechanism. (B)(4) shaft seal out of position; full lead was returned for analysis. The defib conductor was distorted. The outer tubing overlay was breached/cut. The shaft seal in the tip of the lead is slightly out of position toward the distal end. This may have contributed to the helix's inability to extend or retract; however with multiple variables affecting the helix functionality, this has not been confirmed as the causal factor. There was blood/body fluid on the distal conductor and blood in/on helix mechanism. (B)(4) no anomalies found; full lead was returned for analysis. All conductors distorted and all insulators breached/cut. There was extreme explant damage observed and blood/body fluid on the proximal conductor and on helix mechanism. (B)(4) no anomalies found; partial lead in segments returned for analysis. Blood was found in all conductors. The outer insulation was melted (most likely cautery) and a repair was done over the melted insulation.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.